Manufacturer narrative:
An event regarding revision for unspecified reasons involving an unknown hip was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: not performed as no medical records were received for review with a clinical consultant.   Device history review: could not be performed as no lot information was provided.  Complaint history review: could not be performed as no lot information was provided.  Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
As reported: "I needed revision surgery...the revising surgeon told me that [primary surgeon] inserted an ill-fitting upper socket..." For patient's right hip. Upon review by joint replacement research for surgeon's milestone payment, patients were noted to have had their implant removed, revised, or re operated on as reported.